Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the staff did not hear the alarm for asystole at the time of death on a paced do not resuscitate (dnr) patient. The facility biomedical engineer indicated pacer detection was turned on at the time of the event. An initial review of the clinical audit log by remote service revealed the patient had a progression of arrhythmia alarms which ultimately deteriorated to asystole. The hospital csu clinical supervisor further clarified the allegation to point to a discrepancy between the philips defibrillator monitor and the central monitoring system. The code blue log starts with asystole documented at 22:10, as confirmed by the philips defibrillator monitor. The central monitoring system did not detect the lethal arrhythmia and did not alarm until 22:13. The philps field service engineer and the hospital biomedical engineer are currently investigating whether the defibrillator's time is synced with the philips central monitoring system. The investigation is in progress.

Manufacturer narrative:
Additional information was provided by the customer indicating that on (B)(6) 2024 at 22:05, the monitor technician observed that the patient in room (B)(6) had a widening qrs complex. Despite the severity of the arrhythmia, the telemetry monitor did not alarm. However, the monitor technician promptly alerted the nurse, who found the patient unresponsive and pulseless. A code blue was initiated and the patient was immediately connected to the philips defibrillator; the patient expired. The code blue log starts with asystole documented at 22:10, as confirmed by the philips defibrillator monitor. The central monitoring system did not detect the lethal arrhythmia and did not alarm until 22:13. A philips field service engineer (fse) was dispatched. The fse validated that the device was working as designed and able to trigger asystole alarms correctly. The failure to trigger an alarm was not replicated. Audit log data was retrieved. A review of the log data by a product support engineer (pse) for the indicated time period found no arrhythmia alarming prior to 22:10. The central monitoring system did not alarm until 22:13. The device does not alarm for a widening qrs condition. The device will produce premature ventricular contraction (pvc) alarms once a beat has been labeled v [ventricular ectopic]. If the beat is recognized as a v and the yellow pvc alarms are off then there would be no alarm. A good faith effort was made to obtain the strips from the event. However, no patient strips were saved from the event and there were no printouts. Therefore, no additional investigation could be performed. The st/ar (st and arrhythmia) algorithm is a multi-lead ECG algorithm designed for arrhythmia, st segment and qt monitoring. The arrhythmia algorithm can run as single-lead analysis or multi-lead analysis. Information will be provided to the customer from the arrhythmia monitoring st/ar algorithm application note to resolve the issue. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.